Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, the patient presented with following pre-op diagnoses: intractable lower back pain with dege nerative disk disease, l5-s1. Diskogram positive. The patient underwent following procedures: l5-s1 anterior lumbar interbody fusion. Partial corpectomy, l5. Partial corpectomy, s1. Placement of intervertebral biomechanical device, l5-s1. Anterior l umbar plating with anterior tension band plate, l5-s1. Per op-notes, " ..the central portion of the lanx peek was placed with bone morphogenic protein and tapped into position. The fit was excellent. Patient tolerated the procedure well without any intraoperative complications. ..." The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.